Manufacturer narrative:
Based on the information provided, it is unknown if the device may have caused or contributed to the reported event. The product has been returned for evaluation and currently a plant investigation is pending. Additionally, the post market clinical staff is in the process of reviewing medical records. A supplemental MDR will be submitted at the conclusion. Related mdrs: 2937457-2014-00585 and 2937457-2014-00586.

Event description:
It was reported by the user facility that a pt reported to the clinic for a monthly peritoneal dialysis (pd) visit on (B)(6) 2014. At the time of the visit the pt was noted to have weight decrease from (B)(6). The pt reports receiving new cycler and alleges that it "takes off" more fluid.